Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was in the fatty layer of my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the device dislocation and fibromyalgia outcome was unknown. The reporter considered device dislocation and fibromyalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was in the fatty layer of my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and ovarian cyst ("tennis ball size cyst on my ovary "). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the device dislocation, fibromyalgia and ovarian cyst outcome was unknown. The reporter considered device dislocation, fibromyalgia and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this case. New reporter, event " ovary cyst" and reference section was added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils was in the fatty layer of my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the device dislocation and fibromyalgia outcome was unknown. The reporter considered device dislocation and fibromyalgia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.